Event description:
Pieces inside me-vagina [foreign body in reproductive tract] the string pulled out... Tampon shredded to pieces inside me [device breakage] when attempting to remove the tampon, the string pulled out... Tampon pieces inside me [complication of device removal] pain-vagina [vulvovaginal pain] case narrative: consumer reported via email that while removing the tampon the string came out and tampon shredded. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.